Manufacturer narrative:
Results of investigation: vyaire medical was able to confirm the issue and duplicate the issue. Ltv2 power board p/n 22620-001 was found to have a failed component. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
H3: 81 other - the suspect device was not returned for evaluation. The unit was not returned; therefore a definitive root cause could not be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. .

Event description:
It was reported to vyaire medical that the ltv 2150 stopped working suddenly. Alternative ventilation was provided. Furthermore, there was no patient harm associated with the reported event.